Manufacturer narrative:
(B)(4). The device was manufactured from march 6, 2014 to march 7, 2014. Evaluation summary: the actual device was not returned; however, an unused device of the same lot was received. Visual inspection found no signs of physical abnormality that could have caused the reported leak condition. A functional test was then performed in which the device was filled with water and observed for leakage until the following day. No evidence of leakage was observed during this test. The reported condition was unable to be replicated with the unused sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with fluorouracil. The next day after filling it was found that the device had leaked from the coil cap. This occurred before patient use. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.